Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open pelvic accentuation, when the stapler was being applied to the internal iliac vessel, the scrub nurse struggled to reload the stapler initially. The supporting surgeon helped in loading the reload onto the handle. When the surgeon tried to fire the stapler the device made a large cracking noise and got stuck to the vessel. The was a poor staple formation and a distal staple line was incomplete. The surgeon struggled to remove the device and so made the decision to clamp the vessel and tie it off. Once the stapler was removed the staples were partially fired. The handle and first reload had been fired successfully, however this was the second reload of the device. The surgeon had to clamp the internal iliac vein and then sew the vessel before removing the stapler in order to ensure hemostasis was achieved and the vessel did not rupture. The surgical time was extended by more than 30 minutes.